Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017 a patient in (B)(6)underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018 the patient was in the intensive care unit and his general health was declining because of the respiratory issues and kidney problems. Unknown antibiotic treatment was started because of an infectious image (seen in the blood ) and she also states that there is infection at the stoma site. The stoma site was an extra issue that was discovered, but this was not the original cause why the patient was hospitalized. The peg j system will be removed temporarily no information available when the tubing is or was removed.